Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material #: unknown - batch #unknown. It was reported that an adverse reaction occurred. Verbatim: on (B)(6) 2021, it was reported as last two times has used chloraprep patient has broken out [m] rash, redness, blisters with itching with cvc dressing changes using alcohol swabs only and trying various dressing has md appointment scheduled for tomorrow to assess and provide more comfort for itching at next dressing change she will remove biopatch. Confirmed it appears she was getting similar looking skin on other side of chest where the skin antiseptic and dressing have not been used. The dose of epoprostenol sodium was not changed, and action taken with chlorhexidine gluconate/isopropanol was not reported.